Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspected turbine assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's turbine is noisy. The customer reported the turbine assembly has lost potency and is not reaching the exhalation volume; neither manually set nor preconfigured. The customer reported there is no patient involvement associated with the event.